Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the speaker assembly to address the reported problem. The performance verification tests passed. The device was tested and returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the primary alarm failed. There was no patient involvement.